Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall, in the lower septum, possibly involving the lung. The patient presented to the hospital with severe shortness of breath (sob) and pleural effusion. The patient underwent cardiothoracic surgery, and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall, in the lower septum, possibly involving the lung. The patient presented to the hospital with severe shortness of breath (sob) and pleural effusion. The patient underwent cardiothoracic surgery, and the lead was explanted and replaced. No additional adverse patient effects were reported.